Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-06172, reference MFR report: 1627487-2013-06173. It was reported, the patient experienced heating while charging the ipg. The patient also reported, he was not receiving effective stimulation from the system and he stopped using the ipg about eight months ago. The patient reported, he is not able to communicate with the ipg using the charger or the patient programmer. An sjm representative met with the patient and was unsuccessful in communicating with ipg also. The patient has been wheelchair bound due to an ankle injury and has gained a significant amount of weight. The patient has been scheduled to meet with his physician for x-rays to evaluate the ipg at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.